Event description:
The customer reported that the system would mix up the images in the lateral position. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.